Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event and initial reporter contact details, but further information was unable to be obtained.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored pacemaker mediated tachycardia (pmt) episodes and two ventricular episodes due to an atrial or sinus driven arrhythmia with rapid ventricular response (rvr), and a total of six bursts of anti-tachycardia pacing (atp) and one shock were delivered. Therapy successfully converted the rhythm. The patient was likely admitted for cardiology follow up. The emergency room (ER) physician had no further information, and the field representative was unaware of any programming changes at this time. This crt-d remains in service. No additional adverse patient effects were reported.